Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached. The device was returned without the over-sheath. Microscopic examination was performed, and it was found that one of the clip arms was bent. Functional evaluation was performed, and the clip assembly was able to perform the first activation and could be released from the catheter without problems. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. Investigation found that the clip assembly could be released from the catheter without problems. Regarding the found problem of clip arm bent, it is possible that operational factors such as the amount of tissue grasped could have caused the found problem. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure, the clip grasped and locked onto tissue; however, the clip was unable to release from the catheter to deploy. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure, the clip grasped and locked onto tissue but failed to release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter address: (B)(6). (B)(4).